Event description:
As reported by the user facility: (B)(4): "patient was receiving in intravenous infusion of morphine via b braun infusomat space pump. The first bag of morphine (1mg/ml in 100cc) was started shortly after his admission at 1500 on (B)(6) 2012. The morphine was titrated for pain control over the next 24 hours (from 0.5 mg/hour to 3 mg/hour). Patient was more comfortable. On (B)(6) 2012, the reporting rn noted that the morphine bag would need to be replaced. She ordered and received another bag (1 mg/ml in 100 cc) from the pharmacy. She replaced the depleted bag and adjusted the vtbi to 100 ml on the b. Braun to 100 ml/hour. She performed this task at approx 19:15 on (B)(6) 2012. She did not change the tubing or connections. She did not open the door of the pump. She did not need to prime the tubing for any reason. There were no alarms. The infusion rate remained the same at 3 mg/hour. The medication library for palliative care "mor100" was being used appropriately (upper limit is 20 mg/ml. At 22:30, the rn (doing her regular checks) note a change in his respiratory pattern (describes as agonal, 6 breaths/minute) and goes into the room. Patient was discolored and has agonal respirations. She immediately notes that the morphine bag is empty; there are no alarms going on the pump. The bag has some fluid in it (low meniscus, similar to what one would see on a completed secondary infusion bag hung by gravity). The pump display shows "mor100 3 mg/hour" and "vtbi 89 ml", yet all 100 cc of the morphine was gone. There was no evidence of a leak. There is no evidence of diversion or tampering in this situation. Two staff members verified the pump set up and that there was no misconnection, nor set up error. The patient was receiving ivf at the time (30cc/hour as a driver) but this was set up appropriately on another pump. Extensive investigation has confirmed this. Naloxone was administered, but because of patients expressed wishes (dnr, palliation only, metastatic laryngeal cancer) cardiopulmonary resuscitation was not initiated. The patient was not responsive to the naloxone and was pronounced dead at 23:05." (B)(4).

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun (B)(4). Exemption number (B)(4). The actual pump involved in the reported incident was not returned for evaluation; however, the operational log for the involved pump was available for analysis. A review of the pump's log indicates on (B)(6) 2012 at 12:14:04am, the drug library was accessed and a 100ml volume was set, mor100 drug was selected. At 12:19:11am, the tubing was set; 12:19:20am, the pump indicated "ready for infusion; on". At 12:19:38am, a dose rate of .500mg/h and infusing rate of .50ml/h were set. At 12:19:46am, the infusion was started and at 12:21:09am, a "pressure alarm" occurred (pressure level 5) and the infusion stopped, no measurable amount of drug was infused. At 12:21:38am, the "pressure alarm" was turned off and confirmed. The infusion was re-started at 12:21:41am with the same rate of .50ml/h. At 12:37:17am, the pump was plugged in (mains operation; on) and at 2:48:47am, the data lock was activated (datalock level;2). At 7:44:08am, the infusion was stopped with a totaled volume infused of 3.68ml or 98.7 percent of the expected volume. At 7:44:17am, the data lock was set to datalock level; 0, a new dose rate of 1.000mg/h was set and the infusing rate was set to 1.00ml/h. At 7:44:36am, the infusion was started with the new rate of 1.00ml/h, the data lock was set to level 2. The infusion was stopped at 1:56:16pm with a totaled volume infused of 6.2ml or 100.0 percent of the expected volume. At 1:56:22pm, the data lock level was changed to level; 0, a new dose rate of 1.500mg/h and a infusion rate of 1.50ml/h were set. The infusion was started at 1:56:38pm with the rate of 1.50ml/h. The data lock was set to level; 2. The infusion was stopped at 2:02:54pm with a totaled volume infused of 0.15ml of 94.1 percent of the expected volume. At 2:02:59pm, the data lock was set to level; 0, a new dose rate of 2.000mg/h and an infusing rate of 2.00ml/h were set. At 2:03:18pm the infusion was started with the new rate of 2.00ml/h, the data lock was set to level; 2. The infusion was stopped at 2:03:35pm with a totaled infused of 0.01ml or 107.0 percent of the expected volume. The infusion was re-started at 2:03:44pm with the same rate of 2.00ml/h, data lock set to level; 2. The infusion was stopped at 3:12:44pm with a totaled volume infused of 2.3ml or 100.0 percent of the expected volume. The infusion was re-started with the same rate of 2.00ml/h, data lock set to level; 2. The infusion was stopped at 3:52:04pm with totaled volume infused of 1.31ml or 100.7 percent of the expected volume. At 3:52:16pm a new dose rate of 3.000mg/h and an infusing rate of 3.00ml/h were set, data lock set to level; 2. The infusion was started at 3:52:19pm with the new rate of 3.00ml/h. At 9:38:26pm the pump was unplugged (mains operation; off, running on battery), at 10:12:54pm, the pump was plugged in (mains operation; on) then immediately unplugged (mains operation; off). At 10:12:55pm, the pump was again plugged in (mains operation; on) and then unplugged (mains operation; off) at 10:12:58pm. At 10:22:11pm, the pump was plugged in (mains operation; on). On (B)(6) 2012 at 3:45:34am, the infusion was stopped with a totaled volume infused of 35.65ml or 100.0 percent of the expected volume. At 3:45:45am, the data lock was set to level; 0 then at 3:46:05 it was change to level; 2 and again changed to level; 0 at 3:47:15am. The infusion was re-started at 3:47:15am. The infusion was re-started at 3:47:15am with the same rate of 3.00ml/h, data lock set at level; 2. At 4:16:03am, the infusion was stopped with a totaled volume infused of 1.45ml or 100.9 percent of the expected volume. At 4:16:39am, a new volume to be infused (vtbi) was set to 100.00ml. The data lock was set to level; 2 then at 4:17:24am the data lock was changed to level; 0, the infusion was started with the same rate of 3.00ml/h and the data lock was set to level; 2. At 7:42:08am the infusion was stopped with a totaled volume infused of 10.23ml or 99.9 percent of the expected volume. Data lock set to level; 0. At 7:42:20am, the pump was placed on 'standby' then at 7:42:52am, the pump was taken out of 'standby'. At 7:43:06am, the infusion was re-started with the same rate of 3.00ml/h, data lock set to level; 2. At 7:43:14am, the infusion was stopped with a totaled volume infused of 0.01ml or 90.6 percent of the expected volume. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If the actual pump is returned for evaluation and/or additional pertinent information becomes available, a follow up report will be filed.